Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the device was missing the o-ring that sits on the aux connector, which caused the reported issue. Physio replaced the o-ring to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device would not power on.